Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, single user failed to log in and was unable to authenticate. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) dialed into the station and checked the logs and confirmed that the user authentication was successful, however, no issues were found. The tss sent an email but did not receive a response. The system functioned as intended after technical support specialist investigated the device.